Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient was hospitalized on (B)(6) 2018 due to fluid overload and shortness of breath. The pdrn stated that the patient catheter had malfunctioned and had to be re-adjusted. The pdrn that the patient has since transitioned to in-center hemodialysis treatment and completing hemodialysis (hd) treatment successfully. The manufacturer of the catheter is unknown since the additional information was not provided. Ni this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)